Manufacturer narrative:
Upon further evaluation, service found the field of view was cloudy due to a stain on the eyepiece from fluid ingress. The light guide bundle, control body, and up/down plate demonstrated fluid ingress. The bending angulation was insufficient due to stretching of the angle wire. The insertion tube coating was peeling, and the ventilation base was deformed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during post-procedure reprocessing, the subject device was leaking, and the inlet of the forceps mouth detached. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the device was leaking due to a perforation in the rubber covering, and a perforation in the forceps/instrument channel. In addition, the forceps plug base (connector/mouth) was disconnected. This report is being submitted for the disconnected forceps connector/mouth.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling. Olympus will continue to monitor field performance for this device.